Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro 2 with vasoshield. They noticed that the metal plate on the wired jaw had detached from the jaw. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
"Internal" complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The heater wire on the hot jaw was observed to be detached at the tip but remained attached to the base. The silicone boot on the hot jaw was peeled and detached at the tip, partly exposing the metal underneath. The detached portion was not returned to the factory. The silicone boot on the cold jaw appeared intact. Based on the returned condition of the device and evaluation results, both reported failure material twisted/bent and analyzed failure peeled jaw were confirmed. Specific actions for both reported failure material twisted/bent and analyzed failure peeled jaw are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro 2 with vasoshield. They noticed that the metal plate on the wired jaw had detached from the jaw. A replacement device was used to complete the procedure. No patient involvement.